Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a balloon rupture occurred. The 99% stenosed target lesion was located near the anastomosed part of a shunt located in a moderately tortuous unspecified vessel. A 5f non-bsc sheath was placed from the vein side. The .035 non-bsc guide wire was advanced and crossed the lesion. The 4.0 mm x 40 mm mustang balloon was advanced to treat the lesion. The balloon was inflated; however, stenosis remained in the lesion. "High pressure" was applied to inflate the lesion with the device and the balloon ruptured. The device was removed. A 0.014 inch guide wire was placed and the procedure was completed with a 4 mm small peripheral cutting balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis; therefore, a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).